Event description:
Reporter put product on her lower back near waistline and wore for about 5 hours. Reporter stated product works well, but she did not feel product burning her. She stated she has a 2nd degree burn. She knows this because she is an emt. She has not sought medical attention and would do so only if problem got worse.